Event description:
It was reported that the patient was determined to have a fractured tibial plateau, 10 days after a hemi-knee surgery involving this device. The patient will undergo a revision surgery.

Manufacturer narrative:
Updated information: b5; d2; d4.

Event description:
It was reported that the patient presented 10 days after a hemi-knee procedure with a fractured tibia plateau. The patient underwent a knee revision. The injury appears to result from a multi-factorial event. The injury may be related to the knee replacement itself, as periprosthetic fractures (ppf) can occur due to factors like poorly fitting implants, malalignment, or the patient's condition (e.g., osteoporosis or prior trauma). Additionally, excessive force or tibial resection during the procedure could lead to further fracture or complicate bone quality, particularly in osteoporotic patients, increasing the risk of a periprosthetic fractures.